Manufacturer narrative:
Resolution and disposition: the fse reported the battery was charged overnight and passed pm tests. No parts were replaced. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The manufacturer¿s field service engineer (fse) while servicing the ventilator, the backup battery was depleted and would not charge up. There was no patient involvement.